Manufacturer narrative:
Product analysis product analysis: device was received coiled in a pouch (fig. 1). Leur hub states device length as 130cm. The device was measure with a ruler from leur hub to distal tip, overall length was found to be 130cm as stated on leur hub device packaging. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the in.pact drug coated balloon, a labelling/packaging issue occurred in which the package label indicated a 130 shaft, but the device was actually a 200 shaft. The sterile packaging was intact, and no damage was noted to the packaging or device. The instructions for use were followed without issue. The vessel was pre-dilated prior to device selection, but the device was not used in the patient. A new device was used to complete the procedure. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.